Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump came loose and hit the floor. The customer states they had also received failed battery test. The customer states they had replacement battery cap already. The customer declined to continue troubleshoot for failed battery test. The pump was tested for self-test and displacement test. The pump was found to be operating as designed. The customer was advised to monitor the device and call back if issues persist.